Manufacturer narrative:
A ge rep evaluated the sys and reloaded software. It was reported that the hard drive will be replaced.

Event description:
It was reported that the sys would not complete boot up. No pt injury was reported.